Event description:
The patient underwent generator replacement surgery on (B)(6) 2015. The reason provided was due to battery depletion, neos/eos=yes. The explanted generator has not been received to date.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient experienced a recent increase in seizures including generalized tonic clonic seizure for the first time since vns implant. It was noted that the patient moved apartments and overheated. It was also noted that the missed their vimpat dose. The notes indicate that the generator was nearing end of service. No additional relevant information has been received to date.

Manufacturer narrative:
.